Manufacturer narrative:
Quality assurance analysis revealed the delivery system was returned without the stent. The c-flex was rolled. The c-flex junction was intact. Quality engineering concluded that the damage to the stent delivery system was likely caused by the resistance to cross through the proximally deployed stent, as well as the resistance encountered during removal of the stent delivery system. There is no indication in the complaint that any device defects were noted during preparation. Quality engineering determined that an in-service will be conducted regarding the correct technique for stent delivery system removal. No other corrective action will be implemented. As part of the quality process, all stent delivery systems are inspected on-line to ensure that each stent is correctly positioned and securely mounted on its balloon. A review of the device manufacturing records for this product lot did not reveal any nonconformity associated with this device. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure stent separation from the delivery system occurred. Attempting to place a second stent distal and through a deployed proximal stent (contrary to IFU), led to removal of the stent delivery system through the guiding catheter (also contrary to IFU) and stent separation. The stent was located and ballooned into the vessel wall to fix its position. Reportedly the pt tolerated the procedure well and no pt injury was associated with this event.